Event description:
A report was received that a pt was scheduled to be explanted due to pocket site infection. During the procedure, the physician did not believe the pocket was infected, but that the ipg had lodged into the pt's fat roll, which caused the ipg to protrude out of the skin. A capsulation was formed around the ipg.